Manufacturer narrative:
Patient¿s date of birth was reported as an unknown month and day in 1957. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as non-compliance to sterilization technique. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Eighteen days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis. Also, that same day, the antibiotic therapy was withdrawn. At the time of this report the patient had not recovered. No additional information is available.